Event description:
It has been reported to philips the tempus pro is not uploading observations.

Manufacturer narrative:
Updated patient information and health impact grid originally provided on MFR report number # 3003832357-2024-000864